Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of 288 mg/dl due to her insulin pump did not delivered. Customer stated that she does not see the insulin going through the tubing. Nothing further was reported.